Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 350 mg/dl and diabetic ketoacidosis. Prior to the hospitalization she experienced vomiting, rapid heart rate, dizziness, and confusion. The customer stated that she bolused and the screen went blank and the device vibrated; the customer did not think the bolus went through to completion. The customer was currently in the hospital and had only tried to treat so far with an insulin pump bolus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.